Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that there was poor communication. Patient tried connecting the recharger (insr) to the neurostimulator (ins). Patient reported last having stimulation yesterday. It was reported the last time they were able to successfully charge their device was a few days ago. Caller reported charging a few days ago, not completely full, but almost. Caller noted yesterday in the middle of the night her device/ins almost died and she couldn¿t get the insr to charge it. It was reported troubleshooting was done on the call; reposition antenna over ins. Patient was not able to communicate with another external device. Patient reported the patient programmer showered poor communication. Caller was redirected to healthcare provider. Caller confirmed insr had not been dropped or wet. No further complications were reported/anticipated.